Manufacturer narrative:
Additional information received: the lead was explanted on (B)(6) 2026.

Event description:
Reportedly, an alert was received about low impedance on the rv lead on (B)(6) 2025, meeting 3-day minimum criterion. The trend suggested abnormal rv impedance since late august. The coil continuity was also concerned with low impedance measured and noise was observed on the ventricular lead channel.

Event description:
Reportedly, an alert was received about low impedance on the rv lead on (B)(6) 2025, meeting 3-day minimum criterion. The trend suggested abnormal rv impedance since late august. The coil continuity was also concerned with low impedance measured and noise was observed on the ventricular lead channel.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the provided patient files confirmed ventricular oversensing recorded for the first time on 17 june 2025, leading to inappropriate episode classification. Ventricular impedance and pacing threshold measurements remained stables, at 600 ohms and 0.75v. Upon reception of the lead, the fixation mechanism did not operate as expected. After been cleaned, it worked according to specification. All electrical tests confirmed adequate function of the lead, with proper electrical continuity and adequate insulation between all electrical lines. The investigation did not identify any lead malfunction contributing to the reported event. Given the absence of identified lead malfunction and based on the observed signal morphology, the most likely explanation for the reported event is related either to external noise or to lead movement, potentially resulting in partial dislodgement. However, as no x rays were provided, this hypothesis cannot be confirmed with certainty. Lead dislodgement is a well-documented potential complication associated with such implantable devices. This risk is clearly discussed in the device¿s instructions for use and is reported in the scientific literature. This case is retained and utilized for trending purposes.

Manufacturer narrative:
Analysis synthesis: review of the patient files showed that pacing and coil impedance measurements were intermittently low (below 200 ohms). Ventricular sensing progressively decreased from 10 mv on (B)(6) 2025 to 6 mv (B)(6) 2025. Non-physiological artefacts were frequently recorded on the ventricular channel. It led to inappropriate diagnosis of ventricular arrhythmias, which may result in inappropriate therapies or shocks triggered by non-physiological ventricular signals. Observations recorded from the device memory are suggestive of a potential lead integrity issue, likely due to intermittent contact between conductors, possibly combined with damage to the outer insulation. Please refer to the attached report.

Event description:
Reportedly, an alert was received about low impedance on the rv lead on (B)(6) 2025, meeting 3-day minimum criterion. The trend suggested abnormal rv impedance since late (B)(6). The coil continuity was also concerned with low impedance measured and noise was observed on the ventricular lead channel.